Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described by the physician as caused by "external factors". The peritonitis was manifested by abdominal pain. It was reported the same day as diagnosis the patient was hospitalized for the peritonitis event. On an unreported date, an unspecified antibiotic was added into pd solution to treat the peritonitis (dose, frequency and duration not reported). The patient was discharged seventeen days after admission. Dianeal therapies were ongoing. The patient was recovered from this peritonitis event (same day as discharge). It was not reported if the patient was retrained on the proper aseptic technique. Additional information was unable to be obtained.